Manufacturer narrative:
H10: the lot number was provided for the one malfunction; therefore, a lot history review was performed. For the reported malfunction, the device was returned to bd and a break was identified during evaluation. A root cause could not be determined. The device is labeled for single use. H10: g4 h11: h6(results, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0700615 chronic catheter allegedly experienced a break. This information was received from one source. Of the one break, one involved a patient with no patient consequences. The patient was a 48 year old male, no other patient information was provided.

Manufacturer narrative:
The lot number was provided for the one malfunction; therefore, a lot history review is currently being performed. For the one reported information, the device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0700615 chronic catheter allegedly experienced a break. This information was received from one source. Of the one break, one involved a patient with no patient consequences. The patient was a (B)(6) year old male, no other patient information was provided.